Manufacturer narrative:
(B)(4).

Event description:
A device was returned for evaluation; however, the product was unable to be investigated. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional patient or event information is available.